Event description:
A report was received that during a lead revision surgery the physician moved the pocket and explanted and replaced the device. The patient is reportedly doing well after the surgery.

Manufacturer narrative:
Patient weight not available. The ipg was evaluated and it exhibits normal device characteristics. This is a final report.